Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On 04-jun-2024, it was reported that patient was hospitalized due to low blood glucose levels. The patient was hospitalized for 12 hours (from (B)(6) 2024 at 11pm to (B)(6) 2024 at 11 am). Patient was having low blood glucose of 22 mg/dl at the time of event. Patient was given intravenous drip as hospitalization treatment. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5303529, in question was manufactured at the reynosa site. Threshold analysis: a query was run in database on 01-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 5303529. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5303529 was manufactured according to the work instruction (wi) version 65 packaging in the multivac 08, on 06/jan/2020, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.